Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the implanted battery removed. Patient said the spinal stimulator helped for a while, but then their spinal stenosis continued to grow to the point where the stimulator just didn't work anymore. Patient then said manufacturer representative (rep) "recharged" the implant, but stimulation still didn't work. Patient said they guessed toward the middle of last year, in june was when they noticed stim didn't help anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. After implantation the stimulator (ins) worked fine but over several years and even after reprogramming, the ins was no longer effective. Final result was a laminectomy and ins removal. The patient stated the cause of the ins not working was that the problem was arthritis of my spine at l3-ls and constriction of my spinal cord.